Event description:
Reporter said that she went to the hosp for ercp which was an out pt procedure. When she got home, she started experiencing pain and she called the hosp and was told to take tylenol which she took and laid down. At about 1:00 am, she had difficulty breathing. She was taken to the emergency room and was hospitalized. She was in a medically induced coma. She developed pancreatitis, cramps on her right side, collapsed lungs and went through many surgeries and ended up with incisional hernia and stomach infection. She was on life support. Her bowel was rerouted. She had to learn how to talk and could not walk long distance.